Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged filter migration, filter tilt, filter detachment and perforation of the inferior vena cava as no objective evidence has been provided to confirm any alleged deficiency with the filter. A definitive root cause for the alleged filter migration, filter tilt, filter detachment and perforation of the inferior vena cava could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that the filter tilted, migrated, perforated, and detached. The device was removed. The current status of the patient is unknown.